Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_ptm_prog, product type: programmer, patient.

Event description:
A consumer implanted for gastrointestinal/pelvic floor reported for the last four days they suddenly experienced a loss of therapy and had been having accidents everywhere. The consumer used the patient programmer (pp) on (B)(6) and wanted to increase stimulation, but got the poor communication screen. As a result the consumer was assisted with using the pp and was able to connect which identified therapy wasn't on. Following this therapy was turned on and increased from 0.2 volts to 0.8 volts resolving the issue allowing the consumer to feel stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.